Event description:
It was reported that this electrode exhibited high shock impedance measurements, which was suspected to be related to a positioning issue. Subsequently, a revision procedure was performed and the electrode was surgically abandoned and replaced. No additional adverse patient effects were reported.